Event description:
A dental assistant splashed cidex plus solution in their eye when dropping x-ray devices into the solution. They were not wearing eye protection. They flushed their eyes for less than 15 minutes, was checked by a doctor in the office and was told assistant's eye was fine.